Event description:
Patient experienced air leak on right posterior chest tube. CT site and pleuravac were checked in the morning with a routine chest tube assessment. CT site assessed and charted as positive for an air leak after bubbling visualized in water chamber at all times. The bubbling also noted in water chamber after clamping the suction tube while patient coughing. CT site assessed for sq (sub cutaneous) emphysema, no sign of sq emphysema. Vss, pt. O2sat >95% in ra (room air). Around 13:00, physician found pleuravac malfunctioning. Pleuravac still bubbling after clamping chest tube tubing close to patient. Pleuravac replaced.